Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error during warm up occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, early sensor expiration was found on (B)(6) 2019 but the probable cause could not be determined. The reported event of an unknown error during warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.